Event description:
Initial troponin t stat result of 0.02ng/ml was repeated and recovered 10.87 ng/ml. Incorrect result was not used to provide patient treatment. Field service representative ran the am/tsh check tests along with quality control materials, but could not duplicate the problem called in by the customer.